Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited loss of capture, elevated threshold, and increased impedance. During the revision procedure, insulation abrasion was noted near the proximal end of the lead. The lead was capped and replaced.